Event description:
On december 8, 2023, the lay user/patient contacted lifescan (lfs) united states, alleging that her onetouch verio flex meter was displaying an ¿error 1¿ message. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged error message began to appear on december 5, 2023 at 8:00 am. The patient manages her diabetes with a combination of oral medication (metformin 500mg; glipizide 10mg), diet and exercise. In response to the alleged issue, the patient reported taking an increased dose of medication (a pill and half/type not specified) on december 7, 2023. As a result, the patient reported developing symptoms of ¿sweating and shakes¿ on december 7, 2023, at 11:00 pm and self-treated with glucose tablets/glucose gel. No other device was used for testing. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. The cca walked the patient through resolving the issue however the alleged issue was not resolved. Troubleshooting determined the error was caused by the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began. The subject meter could not be ruled out as a cause or contributor to the event.